Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance. The lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).